Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results within one batch run when using the cobas® sars-cov-2 for use on the cobas® 6800/8800 systems. The customer reported that the four initial samples tested with cobas 6800 were sars-cov-2 positive. A 1st retest performed using the same 4 samples with a competitor device generated three sars-cov-2 positives and one negative. A 2nd retest performed using newly collected samples with a competitor device generated a sars-cov-2 negative for all four samples. The negative results were reported. No apparent harm or injury occurred in relation to the event. Investigation is ongoing and results are not yet available. One batch MDR is being submitted to represent one event with a single device as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
The data shows a sample-specific issue; although a root cause cannot be confirmed. The run data shows valid runs with valid controls and contain positive and negative samples which do not support a possible reagent problem. Furthermore, when a sample/patient is tested multiple times and is exhibiting values that are aligned or below the lod, it is expected to generate the positive/negative results that the customer is seeing here. Also, it cannot be ruled out that a minor contamination event occurred with the original collection, which may be more likely as the curves for these samples were very flat with a suppressed ic curve. Differences in technology also cannot be ruled out as the c6800 is being compared to an unidentified system. In conclusion, the discrepancy the customer observed is unlikely to be related to any contamination or product problem but is likely a sample-specific issue. The discrepant results could be related to the actual collection of the sample such as too much mucus. Updated date of event from (B)(6)dec2021 in b3 and b6/b5 to update 1 of the 4 initial sample result with the cobas 6800. (B)(4).

Event description:
The customer reported that the 4 initial samples were tested with the cobas 6800; 3 samples were sars-cov-2 and pan-sarbecovirus positive and 1 sample was only pan-sarbecovirus positive.